Manufacturer narrative:
The risk manager at the customer facility confirmed that based on an internal inquiry at their facility, the ventilator functioned as designed during the reported incident. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. The philips field service engineer (fse) downloaded the diagnostic logs and reported that the device operated on alternating current (ac) power and battery power with no issues. The ventilator passed performance verification testing. The diagnostic logs were reviewed by the philips principal engineer and no hardware or software issues occurred on the reported incident date. The ventilator was evaluated and passed performance verification testing.

Event description:
The customer reported that a patient expired while in use on a v60 ventilator. They requested a download of the diagnostic log only. There is no allegation from the customer that the ventilator malfunctioned nor caused or contributed to the patient death. Event date not specified; estimate used.